Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event is unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection vancomycin (1 gram loading dose, route, frequency, and duration not reported), injection amikacin (500 milligrams, route, frequency, and duration not reported), and injection amikacin (125 mg in night pd therapy bag, duration not reported). At the time of this report, the patient¿s peritonitis event was resolving. The action taken with dianeal therapy was not reported. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).